Manufacturer narrative:
It was reported that three communication failures occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the first communication error was due to a connection problem between mario_rtx and the controller. The two other communication errors are due to a controller error. No more evidence are provided to determine the root cause of those communication errors.

Event description:
Three separate communication failure occurred on (B)(6) 2018 during seeg surgery performed at (B)(6) hospital, with device (B)(4). The robot arm would not connect to the controller when the start button was pressed during the registration phase. The robot was detached from the patient and manually released 3 of the arm joints. There was no damage to the arm. The staff was asked if any impact had occurred and "non" was reported. The surgery was delayed approximately 45 minutes as the computer was rebooted several times and the arm release procedure was completed. The surgery was completed without issue.